Manufacturer narrative:
(B)(4). The complaint device was recently returned to our service centre in irvine, california, where it will be inspected by a trained fisher & paykel healthcare service engineer. Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6), reported that the rd900 neopuff infant resuscitator did not pass the pressure test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Device1: rd900; serial no: (B)(4); lot: 031105; date of manufacture: 5 november 2003; device2: rd900; serial no: (B)(4); lot: 031121; date of manufacture: 21 november 2003. Method: the complaint devices were returned to our service center in (B)(6), where they were visually inspected and performance tested according to the neopuff's product technical manual. Therefore, our investigation is based on the information provided by the service center. Results: visual inspection revealed that the gas inlet port and enclosure on device 1 were cracked. No fault was found with device 2. Both devices also passed the pressure test. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. It must be noted that the subject neopuffs are over 12 years old. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. The damaged parts on device 1 were replaced and both the neopuffs were returned to the customer after passing the safety and performance checks.

Event description:
A healthcare facility in (B)(6), reported that two rd900 neopuff infant resuscitators did not pass the pressure test. These were found prior to patient use.